Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31498109l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a cardiac ablation procedure and experienced cardiac perforation. The report indicated that there was no prolonged hospitalization noted, and there was causal relationship with the product. The physician¿s comment regarding the relationship between the event and the product indicated that the myocardium might have been penetrated when left superior pulmonary vein (lspv) roof was ablated. There were no abnormalities observed prior to or during use of the product. It was confirmed that contrast agent leaked out from around the lspv roof during left atrial angiography. Additional information indicated that qdot micro catheter was used, and the adverse event was discovered during use of the bw products. The physician¿s opinion is that the event was procedure related to the myocardium might have been perforated during lspv roof ablation.